Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the cause of the volume discrepancy and difficulty pulling drug from the catheter was not yet confirmed, but due to the difficulty "during" catheter access port cap), the hcp suspected the catheter was not pushing out baclofen as programmed. Actions/interventions included increasing the bolus frequency "on program" and consider future surgical revision referral if increasing the bolus frequency does not work. It was noted that the dye study was not performed. It was noted that if the cap shows slow flow, the hcp did not think a dye study added particular additional information. The volume discrepancy and difficulty pulling drug from the catheter was not yet resolved. It was noted they will manage first by adjusting program. It was noted the patient did not show withdrawal. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 900 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported a volume discrepancy was noted. It was noted that the patient did not know volume information, and it was not asked if the patient new the volume information. The patient stated when the doctor went to take out the medication, there was much more than expected. The patient also stated the doctor had a hard time pulling out drug from the catheter. It was noted that a dye study has not been done yet. It was noted that there was no discrepancies noted at past refills. The patient was to follow up with their healthcare professional (hcp). The patient reported the hcp changed the pump from 6 boluses a day to 8 boluses a day. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.